Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients are not showing at the station. A field service engineer clear the print queue of built up print jobs to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system was missing orders and not able to see medication for patients. A customer reported able to get the medication from another station. There was a no delay in patient care workflow. There were no adverse events or injuries reported based on this event.